Event description:
Additional information received indicates the discomfort has resolved.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient experienced discomfort and at the ipg site and little pain relief due to the ipg flipping in the pocket and the leads being twisted around the ipg. Surgical intervention took place on (B)(6) 2020 wherein the leads were untwisted and effective therapy was established.